Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported problem of a "speaker malfunction". The fse replaced the mainboard of the device, and the device function was checked; system returned to normal and passed a safety test. Attempts were made to clarify if the speaker was able to produce sound, but no further information was provided. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that there was a speaker malfunction. It is unknown if the speaker was able to produce any sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.